Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Placed an epidural catheter for labor analgesia. The placement of catheter was very easy. I did not have any resistance during the placement. The nurse removed the catheter and noticed that the catheter broke and got retained in the patient. CT scan showed that the catheter was retained in spinal canal. Patient had to undergo lumbar laminectomy to have the catheter. The catheter was removed from patient by the pathology department.